Event description:
It was reported that a delay greater than 30 minutes occurred during surgery due to the insert not locking on the tibial baseplate.

Manufacturer narrative:
The affected legion ps xlpe high flexion insert was returned and evaluated. Our investigation included a lab analysis which indicated a deformation of the anterior face and anterior locking mechanism of the insert. The deformation to the anterior face was likely due to impact force during insertion or extraction. The posterior locking detail appears to never have been engaged with the tibial baseplate tray. No manufacturing deviations were noted during this investigation. Based on the investigation conducted, the exact cause of the insert not locking with the tibial tray was not able to be determined. A clinical evaluation noted there is an insufficient relevant documentation provided to perform a thorough medical investigation. However, it was reported that no harm/patient injury resulted from the 60 minute surgical delay. No further medical assessment is warranted at this time. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.